Event description:
The aneurysm was 50x56 mm in diameter. The proximal aortic neck was 19x21, 24x21, 24x21, 23x21, 19x17 mm in diameter. The shape of the neck looks like saccular and the neck is slightly angulated. The stent graft may not have pressed tightly to the vessel. The patient is stable, under monitoring. The physician expected the type ia endoleak due to neck angulation before evar. The endoleak has resolved.

Event description:
An endurant ii stent graft system was implanted for the treatment of an abdominal aortic aneurysm. It was reported that after implant of the main body (right) and contralateral limb, dsa was carried out. A type ia endoleak was confirmed at entry of left aneurysm, touch-up was carried out. Angiography was again carried out. An aortic cuff was additionally implanted, but a slight amount of leak remained. The patient will be monitored. No additional clinical sequelae were reported and the patient is stable. The physician commented that in consideration of condition of the proximal neck, further treatment was not given and the patient was decided to be monitored.

Manufacturer narrative:
(B)(4).